Manufacturer narrative:
Follow-up #1: date of submission 08/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: the black box data from the date of the complaint has been overwritten. The current black box data showed no evidence of short battery life. The battery life complaint was not duplicated during the investigation. The pump was able to power on with the returned battery cap. The pump electrical current draws measured within specifications. Upon removal of the pump case, no evidence of moisture or loose components was observed inside the pump. Unrelated to the original complaint, the battery cap was unable to fully tighten as the cap threads were damaged. The battery compartment was cracked and the battery compartment threads were damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.